Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to unspecified reasons. A new spectra penile prosthesis consisting of 12 mm x 16 cm cylinders was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.